Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified first to second right posterolateral artery (rpl). A 2.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, on the eighth inflation at 12 atmospheres for 15 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications, and the patient condition was good post procedure.